Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no patient or user harm: no case description: customer receives error 3210.6021 at power up on device (8100. S/n 15330006). Failure device type: failure problem type: failure mode: case resolution: customer receiving error code 210.6021, on 8100 (s/n 15330006). ¿ explained problematic error fault associated with device keypad. ¿ customer to perform the keypad task in system maintenance to identify fault. ¿ customer to interchange the keypad, and/or display board with known good board to isolate problematic fault. ¿ customer to repair/replace keypad, and/or display board to fix problem fault. ¿ informed customer, if any further concerns and/or issues to give a call back. ¿ end call. Ref:_00d30y0yr._5000l1s9qi1:ref